Event description:
It was reported that during service and repair pre-testing, it was observed that the compact speed reducer device had no rotation. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for repair. During service and repair pre-testing it was observed that the device had no rotation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this is due to a worn out gear box. The assignable root cause was determined to be due to immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be component damage caused by misuse / abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.